Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, partial delamination of the valve and one opening curved on the radius. Leak test and microscopic analysis was performed which identified: partial delamination of the valve and one opening striated on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure). One striated opening on the radius assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.